Manufacturer narrative:
Eval summary: the devices were manufactured in (B)(4) 2003 and (B)(4) 2006, giving them potential field ages of approximately 6.25 and 3 years. The impaction/ extraction knobs on the spike arms have damage, indicating that they have been used many times; however, the number of uses is unknown. Because the impaction/extraction knob is slightly away from the longer spike, it is possible that off-axis impaction, resulting in a greater moment arm, may have contributed to this incident. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify for identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the instruments were damaged during normal use.